Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with mesh perivaginal repair, mesh posterior colporrhaphy and uterine suspension, tension-free vaginal tape urethral sling-secur-u-shaped and cystoscopy due to lateral cystocele, rectocele, weak pelvic fascias, stress urinary incontinence and uterine prolapse. It was reported that patient underwent cystourethroscopy: transabdominal bilateral ureteroneocystostomy/transvaginal mesh excision complication on (B)(6) 2013 due to erosion vaginal mesh into bladder; bilateral ureteral obstruction. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.